Event description:
Report rec'd of an overdelivery of dilaudid due to operator error. The dilaudid concentration was 1mg/ml. The pump was programmed in the continuous plus bolus mode with a continuous rate of 0.2 mg/hr, bolus of 0.4mg, pt lockout of 15 minutes. It was unknown if a 4-hour limit was selected. Reportedly, after the IV tubing was connected to the pt, the nurse inadvertently left the slide clamp closed. Approximately 3 hours later, the slide clamp was discovered to be closed, and was opened. The pump did not alarm for occlusion. The customer reported that the pt then rec'd an unspecified bolus of the dilaudid. The pt was described as "lightheaded". No add'l pt info, including whether any intervention was required, was available. The pump was not isolated at the time and a serial number was not identified. The pump remains in clinical service. Though requested, there was no further info available.